Event description:
It was reported that a temperature alarm 15 occurred while the pump was charging. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support planned to replace the pump and charging supplies.